Event description:
For FDA approved k201525 this product operates in tandem with apple devices using an apple ID. The apple ID not a fully secured system and the company allows manipulation of information that can be used by an malicious actor remotely; through hacking or other means. To the best of my investigation, I found a device that was associated with the apple ID that was previously linked to an EKG apple watch (approval k201525) was manipulated using harmful data that could have resulted in death or serious injury to the operator through the itunes function. Flaws in the operating system or flaws in apple's policies allow a malicious actor to modify information that may easily reach the end user and cause serious harm.